Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in mz prn slm npvc experienced a loose end cap. The following information was provided by the initial reporter: the positive pressure connector fell off during infusion, and the patient was agitated.